Event description:
It was reported that during a gastrectomy procedure, the tip of the device broke and could not be used. Another device was used to complete the case. There was no adverse consequence to the pt.